Event description:
It has been reported to philips that the system was not switching on. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not switching on. Upon inspection, fse determined that the main power distribution controller board and one image processing board was faulty. Additionally fse determined that the detector and the x-ray tube was not in good condition as it was kept idle for long time. Later on (B)(6) 2023, the reported issue reoccurred, the fse replaced the main power distribution controller board and one image processing board. After replacement, the system was returned to use in good working order. Based on service history review, no issue reported regarding detector and x-ray tube failure. The codes were updated based on the investigation outcome.